Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the insert has a bend in the lamination stack. The digital thermometer ID# (B)(4) due (B)(6) 208 was used to take the temperature of the insert. The insert temperature is 94.2 and this meets spec.

Event description:
While using a 30k fsi-pwr-fg-1000 insert, it would get hot a lot and it was hard to put in the handpiece; no injury resulted.